Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product safety. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on (B)(6) 2014. Ptc results were added. Additional information was received on (B)(6) 2014 from the patient. Patient's demographics were updated {weight and height). An additional event of "feels a lot of pain, even 30 days after application of the product" and its details were added to the case. Clinical course was updated and text was amended accordingly. Additional information was received on (B)(6) 2014. The event term of feels a lot of pain, even 30 days after application of the product was updated to feels a lot of pain, even 30 days after application of the product/ did not have result/ had no improvement with the product. Clinical course updated and text amended accordingly. Follow up was received on (B)(6) 2014, and was determined that this case was lost to follow up. Additional information was received on (B)(6) 2015 from the consumer. The case was upgraded from non-serious to serious as event of broken arm was added along with its details. Event verbatim was updated from feels a lot of pain, even 30 days after application of the product/ did not have result/ had no improvement with the product to feels a lot of pain, even 30 days after application of the product/ she was still feeling pain/ did not have result/ had no improvement with the product. The treatment stop date was added and weight of the patient was updated. Clinical course updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2015: this case concerns a female patient who received treatment with synvisc one in right knee. Later, the patient had a broken arm. Since the event onset date was not provided, the causal role of synvisc one could not be excluded for the occurrence of the event. However, lack of information regarding the patient's clinical course, medical history and concomitant conditions, precludes complete case assessment.

Event description:
Based on additional information received on (B)(6) 2015, this case initially considered as non-serious was upgraded to serious as the event of broken arm was added in the case. This solicited device case was received on (B)(6) 2014 from a patient from patient support program. Patient ID: unknown, country: (B)(6). Study title: patient support program involving synvisc one. This case concerns a (B)(6) female patient who complained that she felt like having a ball in the knee when she gets up as if she was holding her knee, broken arm and feels a lot of pain, even 30 days after application of the product/ she was still feeling pain/ did not have result/ had no improvement with the product (sub-therapeutic response) after receiving synvisc one injection. No relevant medical history, past drugs, concomitant and concurrent conditions were reported. On (B)(6) 2014, the patient initiated treatment with synvisc one injection (indication, route, dosage regimen, batch/lot and expiration date not provided), in right knee. On unspecified dates in 2014, after unknown latencies, the patient complained that she felt like having a ball in the knee when she gets up as if she was holding her knee and still feels a lot of pain, even 30 days after administration of synvisc one. It was reported that patient's physician sent a report that mentioned that she would present an improvement from 6 months to 1 year after the administration of synvisc one. On an unknown date, the patient reported that she had a broken arm. As of (B)(6) 2014, it was reported that the application of synvisc one did not have result and the patient had no improvement with the product. Corrective treatment: not reported outcome: unknown for "she feels like having a ball in the knee when she gets up as if she was holding her knee" and broken arm. Reporter causality: not reported for all events. Company causality: associated for all events. Seriousness criteria: important medical event (ime) for the event of broken arm.